Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl resulting in customer going to the emergency room (ER). Suspected cause was due to pump software delivery a bolus that was too large. A system check was performed and the pump was found to be performing as intended. Customer was given unspecified IV fluids, a glucagon injection to treat low bg and zofran for pain. Customer left the ER with a bg of 100 mg/dl and stable.